Manufacturer narrative:
Patient identifier and weight are unknown. Date of post-operative device breakage is unknown. This report is for one (1) unknown mandible plate. Without a valid part and lot number, the UDI is not available. Procedural dates (both implant and explant) are unknown. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a previously implanted mandible plate broke post-operatively. As a result, the patient required an additional procedure with recon plates. No additional information is available. This report is for one (1) unknown mandible plate. This report is 1 of 1 for (B)(4).